Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon the completion of the investigation.

Event description:
It was reported during the implant procedure that the right atrial (ra) lead experienced helix issues. The physician tried repositioning the lead several times, but could not get the helix to operate properly. Additionally, high pacing thresholds were observed, and a lead conductor fracture was suspected. The lead was replaced without further complications, and no adverse effects to the patient were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis:upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead experienced helix issues. The physician tried repositioning the lead several times; however, he could not get the helix to operate properly. Additionally, high pacing thresholds were observed, and a lead conductor fracture was suspected. The lead was replaced without further complications, and no adverse patient effects were reported.